Event description:
It was reported that the patient experienced erythema and itching at the pocket site. The patient was treated with 1% hytone and recovered without sequela. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Lead model: 3889-28, lot #: v644605, implanted: (B)(6) 2011, explanted: na; programmer model: 3037, serial #: (B)(4).

Event description:
It was further reported that the event resolved without sequelae on (B)(6) 2011.